Event description:
The international customer reported the device would not power on. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. The device is pending repair.

Manufacturer narrative:
Supplemental report

Event description:
Repair of the device was cancelled.

Manufacturer narrative:
Device is pending repair.